Manufacturer narrative:
The customer indicated that he replaced the power harness two weeks ago and at that time, he did not notice a wire burnt on the motor. The manufacturer informed the customer of repair options but the unit has not been returned for repair. No further investigation may be carried out. (B)(4).

Event description:
A customer in the united states reported their statspin express 4 centrifuge had a burned wire in the motor area. The customer stated that he noticed the burned wire when he was troubleshooting error lights. There was no burning smell or smoke, the fire department was not called in, no one is injured, and the customer did not report any loss of samples.